Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath and telescope were kinked, and the imaging window were detached but was not returned for product analysis.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion, measuring 15mm x 3.50mm, was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was kinked; however, further information confirmed that a catheter detachment had occurred. The procedure was completed with another of the same device. There were no patient complications reported.